Event description:
Report received of pump alarms causing delays in the initiation of critical drips. This is a general complaint of pumps alarming for "cassette" and " air in line" causing delays in therapy. No specific patient information was available, but the facility has been having problems initiating therapy in the emergency department. There were no reported adverse patient effects. Mulitiple attempts were made to obtain further information, but no further information was provided.